Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter emitted a popping sound and was unable to be powered on. The unit was no longer used.

Manufacturer narrative:
Final analysis verified the reported complaint, the original ac power adapter was noted to be defective, upon opening the adapter it was noted that there was burn marks to the main printed circuit board.